Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away due to cardiac disease. Pd therapy was ongoing until the time of death. It was unknown if the pt was hospitalized or on the hc device at the time of death. It was unknown if an autopsy was performed or if a death certificate is available. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported event. If additional relevant information is obtained, then a follow-up MDR will be submitted.